Manufacturer narrative:
Device history record was reviewed for lot # aw916102a. The product was manufactured on (B)(4), 2009 with expiration date of (B)(4) 2011. Samples were received from the customer and evaluated. Samples of the same lot number were requested from the distribution center and evaluated. Some kits were found to have a guidewire with the wrong sap part number. Product was put on hold and additional actions are being evaluated. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating the patient was on the table and the introducer needle was inserted when they realized the wire would not fit through the needle. They opened a second k-c peg kit , the wire looked smaller, but would not advance. The patient was stuck a total of three times and finally they were able to pass our wire through an IV angiocath used as the introducer. The procedure usually takes 10 minutes and the patient was on the table for an hour. Patient outcome was good, no injury. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).